Event description:
Per the clinic, the patient experienced insufficient amplification with the device due to the large size of the external sound processor, which leads to device non-use. Subsequently, the device was explanted on (b)(6) 2026. The patient was reimplanted with another brand manufacturer device during the same surgery.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer, and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Poor sound quality and the experience of the recipient not getting enough gain with the Attract system can be the result of many things. One reason can be a natural decrease in the recipients hearing, another thing can be that recipient chose to remove the implant due to non-use. Elective removal of an implant is a procedure which requires medical/surgical intervention.